Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the front cover had dents and scratches, microswitch bent, line cord faded and worn, outdated printed circuit board (pcb) and power switch, pole clamp gouged in the center, quick connect corroded, water tank cover cracked on all corners. Functional testing confirmed the complaint. The cause was the speaker on the pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was not alarming during preventive maintenance. There was no patient involvement, and no harm/adverse event was reported.